Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (loose receptacle / exposed wires) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on the monitor was loose and wires were exposed.